Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 72.0 mg/ml hydromorphone at a dose of 40.023 mg/day, 21.6 mg/ml bupivacaine at a dose of 12.007 mg/day, and 25.0 mcg/ml unknown baclofen at a dose of 125.07 mcg/day via an implantable pump for lumbar radiculopathy and spinal pain. It was reported that the patient went to the healthcare provider (hcp) on (B)(6) 2017. The hcp wanted the patient to have an MRI to check to see if there was a blockage at the tip. The patient stated this had not been scheduled yet because the clinic was waiting on authorization from insurance. The patient stated she was not feeling well and the pump was not working. The patient stated the pump was not alarming. The patient stated that the pump felt like it was not right and stated it was doing weird things. The patient stated she had a few falls in the past few weeks. The patient also reported having a bad knee. There was no out of box failure reported. There were no medical or therapy problems associated with small parts reported. There were no further complications reported or anticipated. There were no further complications reported or anticipated.